Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. Upon infection follow up by the outpatient clinic, it was discovered the patient was not wearing a mask during pd treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The ip ceftazidime was discontinued upon culture results. The patient recovered from this event as he remained asymptomatic in response to antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction or any fresenius product(s) or device(s). The patient has since transitioned to in-center hemodialysis for renal replacement therapy due to a severe pd catheter (not a fresenius product) infection with catheter removal (event captured and investigated in complaint file c-1163280). The patient plans to resume ccpd therapy on the same liberty select cycler once cleared by his nephrologist.